Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: two rt200 breathing circuit kits were returned to fisher & paykel healthcare in (B)(4) and visually inspected for the reported damage. Results: visual inspection revealed that there was a hole in both of the dryline tubes, approximately 2 cm away from the connector. A lot check revealed one other complaint of this nature for the lot number 120127. Conclusion: it was identified that damage to the rt200 drylines could have occurred during the manufacturing process, although it is not a batch related issue. During production of the dryline, a leak inspection is performed every 10 minutes. If a defect is found, the product from this time period is set aside for further inspection and production is stopped until the problem is solved. The user instructions for the rt200 adult breathing circuit state the following: check all connections are tight before use; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that two rt200 adult breathing circuits failed the ventilator test, and a pin hole was found in the dryline tubes of both circuits. This was found during setup, prior to patient use.